Event description:
The customer stated that he was hospitalized twice for low blood glucose levels. The blood glucose reading was 22 mg/dl on the first and 36 mg/dl on the second. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime and self tests. The customer stated that the doctor lowered all of the basal rate profiles on the second hospitalization.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.